Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per the patient's physician this system was removed at the patient's request due to pain that cause the patient to not sleep well, swelling and tenderness. A boston scientific single chamber ICD was implanted because it was smaller in size. This is all of the information available at this time. Should additional information become available, this event will be updated.